Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with the reservoirs having air bubbles. Insulin was not stored at room temperature. Customer's blood glucose level was not reported. The device was not returned.